Manufacturer narrative:
(B)(4). The device was tested on simulated tissue for activation and knife function. The device functioned normally when activated but the knife would not cut smoothly. Examination under magnification confirmed damage to the edge of the blade with 0.06 inches missing. It is possible the customer hit a staple, metal pin or other hard substance that damaged tha blade.

Event description:
The customer originally reported that the device was difficult to open and close. No pt injury reported. The device sample was received for investigation on (B)(6) 2014 and the knife blade is broken with 0.06 inches of the knife not returned with device.